Event description:
Operative notes rec'd by MFR indicated that the pt's "teflon tie-down" was eroding "through the cervical incision". Per the notes, the cervical incision was "revised" and the tie-down was "removed". Surgeon reported, "this was removed without difficulty and the lead was advanced a little deeper under the skin". The site reported that prior to surgery, the pt was having a "shock sensation to the neck site".

Manufacturer narrative:
No device malfunction is suspected.